Event description:
It was reported that pump issued cartridge alarm during use, identified by customer support as cartridge alarm 34, with no exposure to external magnets and no occurrence during cartridge loading, and caller had no previous cartridge alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed caller to remove cartridge and deliver 9-unit bolus, which completed successfully, and caller was then able to reload original cartridge and resume insulin therapy, so issue was resolved.